Event description:
It was reported to boston scientific corporation on (B)(6), 2008 that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure. According to the complainant, "the sidecar was broken while advancing from papilla to bile duct". The procedure was completed with a different device (manufacturer unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
These codes were selected by the manufacturer based on info obtained from the user facility. Single use device that was reprocessed: unk. Visual examination of the returned device revealed that the distal end of the sidecar guide wire lumen was split. No other defects with the returned device were found. The cause of the reported malfunction is unk, but likely attributable to procedural use (i.e. Operational context). The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot. (B)(4).